Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implantation procedure at the time of delivery, the center optic was scratched. The iol was subsequently removed and replaced with an unspecified lens during the initial implantation procedure, without any issue to the patient and the procedure was completed on the same day. Additional information was requested, but no further information was available.